Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. The initial complaint could not be verified. Based on the investigation details, the device exceeded the maximum allowable temperature rise during testing due to lack of lubrication in the bearings. The rotor, bearings, along with other components, were replaced.

Event description:
It was reported that the handpiece began to spark and smoke during testing of the equipment. The device was not being used during a procedure. There was no patient involvement and no adverse consequences reported.